Event description:
It was reported that the rigid video scope had unclear image during preparation for use. The procedure was completed with a different scope. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the control body was leaking. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to interference evident cable unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video scope had unclear image. The procedure was completed with a different scope. There were no reports of patient harm.